Event description:
It was reported that the patient's exact admission date/duration for this event was from (B)(6) 2019 - (B)(6) 2019.

Manufacturer narrative:
Section b3: corrected data; section b5: additional information.

Manufacturer narrative:
Event date provided as (B)(6) 2019. Exact date unknown. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history record, including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. Mlp-011955 was shipped to the customer on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted in (B)(6) 2019 for a driveline infection. Driveline cultures were positive for corynebacterium and staphylococcus epidermidis. She was treated with intravenous antibiotics and transitioned to oral antibiotics.